Manufacturer narrative:
The investigation into the reported limb ischemia has been completed. The medical center did not return any impella products for benchtop analysis as it was discarded. The root cause of the reported event was determined to be most likely due to the patient¿s condition. Patient had small and diseased vessels and the limb ischemia was resolved with impella removal. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported a 51-year-old male patient was implanted with an impella cp pump for mechanical circulatory support. During support, the patient developed limb ischemia and loss of pulses on lower left extremities (lle). The impella cp was therefore removed and a new impella was inserted via axillary access for ongoing support.